Event description:
It was reported that patient underwent total knee arthroplasty in 1988. Patient complained of pain and revision procedure was performed in 2006. Component loosening was noted.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur.